Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result a (B)(6) male. There was no additional patient information available at the time of this report. Return product is available for investigation. Time: 21:01 , method: I-stat , potassium: <2.0, sample, a. 21:14, vista , 3.3, a. 21:10 , I-stat , 3.5, b. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/09/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification.